Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 us had tf 300 (device in failsafe), 545 (astepinspvalve value out range, failsafe), 316 (blower failure), and 400 (inspiration valve or device leaky) happened during pre testing calibration. No patient involvement.

Manufacturer narrative:
Device evaluation update. Additional information. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Root cause was determined due to defective inspiration valve nt. After replacing the inspiration valve and performed verification check, the issue resolved.